Manufacturer narrative:
The reported event of device migration and residual shunt could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 12mm amplatzer septal occluder (aso) was selected for implant. It was determined to be mis-sized too small and exchanged for an 18mm aso. The 18mm aso was delivered with a 9f torqvue delivery system was in good position. A small shunt was observed. The device was released, in which the shunt was still present, but was minimized. Post implant as the patient was awakened, a change in the EKG was observed. It was found that the device embolized to the left ventricle. The patient snared the device through the aorta and retrieved the device. The patient is stable and doing well the day post procedure.